Event description:
Md inserting central line. After accessing the vein with needle, the md was unable to pass the wire through the needle. Another kit was obtained and used. Later attempts to pass the wire through the needle were unsuccessful. Since this occurrence, rptr has experienced 3 add'l problems with arrow products. Individual reports filed for dates of occurrence.